Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and mildly calcified coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 12 atmospheres for 1 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.